Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulator probe did not provide any audible response and no stimulation response during right thyroidectomy procedure. The procedure was completed with back up device and delay of 15 minutes during troubleshooting. No patient impact. Additional information on follow up, no infectious diseases were reported with this patient.